Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to capture a biopsy sample no sample could be obtained. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The suspect device as received was found to be functioning as intended. The device was found to arm and fire without any issues. The device was capable of retrieving five sampled while testing. The reported failure is unable to be observed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.